Event description:
In august 2005 the reporter contacted lifescan on behalf of the patient alleging that their one touch ultra meter was prompting the error 2 message and not powering on. The medical affairs specialist mailed a letter 6 days later since the patient could not be reached. The paramedics treated the patient with insulin. Pt was described as experiencing cramping and was screaming/yelling during the time of concern. It is unknown when the patient was last able to obtain a blood glucose result. It is unknown if the patient attempted to test on the day of concern. It would have been helpful to know patient's medication regimen, testing frequency, blood glucose level during the time of concern, if pt was transported to the hospital, diagnosis, and other possible health conditions. The customer service agent discovered that the patient had been pressing buttons while testing, therefore, causing the error prompt. The csa was unable to walk the patient through troubleshooting, since the meter would not power on. The csa verified that the patient was using the correct type of test strips. The patient was walked through pressing the power button and inserting a test strip into the test strip port and the meter did not power on. Therefore, there is evidence that the meter meets the criteria of a medical device reportable. The meter was replaced.